Manufacturer narrative:
The user reported that the diaphram of the manual breast pump was cracked. She continued using the device for two weeks. She began to feel unwell and contacted her doctor who diagnosed her with mastitis. The product directions for use includes a warning stating to discontinue use if the breast pump gets badly scratched or if it cracks, however the user continued to use the product. Follow-up 08/25/2021: the consumer was not able to return the device for investigation, therefore no product investigation was able to be performed.

Event description:
The consumer complains that he has mastitis in his breast due to a crack in the pillow.

Manufacturer narrative:
The user reported that the diaphram of the manual breast pump was cracked. She continued using the device for two weeks. She began to feel unwell and contacted her doctor who diagnosed her with mastitis. The product directions for use includes a warning stating to discontinue use if the breast pump gets badly scratched or if it cracks, however the user continued to use the product.

Event description:
The consumer complains that he has mastitis in his breast due to a crack in the pillow.